Manufacturer narrative:
Investigation: the complaint was investigated for an error message when using the z6ms transducer. The defective transducer was returned, and investigation was performed. The system error of usaquisitionhw_0 error was found, but usaquisitionhw_40 error was not reproduced. The cause was determined to be distal flex electrical short in the transducer; this is related to design. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_40 error message when it was connected to the ultrasound system. The reported even occurred during patient planning for a transesophageal echocardgiography (tee) procedure. The transducer was replaced to continue and complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.